Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of a 9.0 cm arteriosclerotic abdominal aortic aneurysm in 2001. The iliac arteries were mildly tortuous, and the right common femoral artery was calcified. The left common femoral artery was relatively soft. The patient has a history of coronary artery disease with previous coronary stent placement, obstructive uropathy, polymyositis, and hyperlipidemia. The implant procedure and subsequent recovery were reported to be uneventful. It was reported that the patient was admitted to the hospital in october 2002 with acute onset of dyspnea, chills, fever, and abdominal pain. The patient had an upper respiratory infection one week prior to hospital presentation. The patient was diagnosed with pneumonia and streptococcus intermedius bacteremia. It was reported that ultrasound demonstrated that the stent graft was also infected. The patient was treated with antibiotics, and the stent graft was explanted. It was reported that cultures obtained from the stent graft demonstrated the presence of oral flora, possibly related to a recent dental visit. No clinical sequelae were reported, and the patient is reported to be fine.